Event description:
Legal claim with operative report states that patient had significant pain on his right side, as well as a right-sided limp and decreased range of motion and possible synovitis. An MRI on (B)(6) 2010, revealed fluid around the femoral stem and right hip effusion. Aspiration revealed no growth by culture, but cell count revealed high count red and white blood cells. During revision surgery on (B)(6) 2010, it was noted that there was no evidence of infection. Metallosis was found with some metallosis debris at the trunnion interspace noted. The cup was found to be loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.